Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The xience xpedition 3.0 x 18mm stent remains in the patient; however, the 3.0 x 28 mm xience xpedition package was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after opening a labeled 3.0x28mm xience xpedition outer package, the inner package was labeled with a 3.0x18mm xience xpedition. A new 3.0x28mm xience xpedition package was opened and used in the procedure. Additionally, the physician decided to use the previously mentioned 3.0x18mm xience xpedition in the same procedure. The patient was noted to have good results. There were no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.